Event description:
It was reported that the user experienced higher-than-expected insulin usage on the ilet bionic pancreas, requiring cartridge replacement by the 19th hour and noting recent weight gain, while increasing meal announcements early in the learning period; clinical staff advised that glycemic targets might require adjustment and provided education on meal announcing. No reported symptoms. Outcomes included no interruption of therapy, no medical intervention beyond routine counseling, and no hospitalization. Investigation included clinical review of reported use patterns and device performance feedback. Investigation of this case revealed user-related factors, including increased frequency of meal announcements during the device learning phase and incorrect meal size, which can increase insulin delivery. It was concluded that the device appeared to function as designed, and the event was attributed to use conditions and therapy optimization needs with recommendations for continued training and potential target adjustments.